Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported issue of twelve (12) new 8100 alaris pumps failing the channel select display test could not be confirmed though laboratory testing. ¿ a review of the suspect pump modules event and error log was not performed due to returned devices never being put into clinical use. ¿ results of testing performed on the suspect pump modules with the use of alaris system maintenance (asm) software and functional testing found all 12 pump modules operating under specification. ¿ the suspect pump modules were set for the simultaneous display test. The tests finished with all lighthouse led¿s, rate display, scrolling display and channel ID display, lighting up as intended. ¿ functional testing showed the channel ID segment display of each suspect pump module perform similar when compared with a known good laboratory pump module. ¿ internal and external inspection found no irregularities. ¿ bd alaris system v12.1.3 user manual notes: following the start of an infusion or monitoring, ensure that all segments on the module led display are clearly visible. The led display on the module may have some segments that appear dim; therefore, the number may not display clearly. If any segment of the display appears dim, replace the module when feasible. The dim segment has no impact on the infusion. ¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6) (w/o: (B)(4)) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6) (w/o: (B)(4)) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6) (w/o: (B)(4)) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6) (w/o: (B)(4)) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6) (w/o: (B)(4)) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6) (w/o: (B)(4)) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6) (w/o: (B)(4)) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6) (w/o: (B)(4)) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6) (w/o: (B)(4)) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6) (w/o: (B)(4)) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n: (B)(6) (w/o: (B)(4)) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the report of multiple new large volume pump modules failing the channel select display test could not be determined.

Event description:
It was reported that the large volume pump modules were failing the channel select (ID) display test. There was no patient involvement.

Event description:
It was reported that the large volume pump modules were failing the channel select (ID) display test. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.